Event description:
Pt to undergo continuous renal replacement therapy for elevated ammonia level. Crrt system set up 2 times with 2 alarms for "blood leak". New filter being used. Per company rep for crrt machine, any filter will work. Previously used filters had been discontinued. New filters being used with subsequent blood leak alarm after 15-30 min. Crrt system discontinued on pt. No therapy administered.